Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient does not experience any pain and only has noticed that device stimulation does not feel as strong. X-rays were taken and sent to manufacturer for analysis. The physician believes that the high impedance may have been caused during a drop seizure. It was reported that no surgical intervention is planned at this time. X-rays reviewed by manufacturer did not identify any obvious discontinuities within the vns system.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.